Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no issues noted. A simulated treatment was completed on the cycler without any failures or problems. The weighed and programmed displayed fill values were within tolerance. System air leak and valve actuation tests were performed with no issues noted. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced pain during fill two and four of peritoneal dialysis therapy. The pain was further specified to be in the patient¿s shoulders and arms. There were no reported alarms coinciding with the event. During troubleshooting, it was noted that when the patient experienced pain, the heater bag was empty and air went into the patient. It was verified that the connections were secure and the unused lines were clamped. Upon review of the patient¿s treatment, it was discovered that the patient had experienced an increased intraperitoneal volume (iipv) event. The patient drained 4013ml during drain three of peritoneal dialysis therapy which is 201% the patients prescribed fill volume of 2000ml. The cause of the iipv event was unknown. There was no report of medical intervention as a result of the iipv event. The patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient has recovered from the event. The patient has since received a new cycler and continued with peritoneal dialysis therapy without complications. Additional information was requested but is unavailable.